Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The high voltage cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that when trying to take an x-ray on the 9800 system, the left monitor would go black when the x-ray button was pushed. No pt injury was reported.